Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the patient experienced spasticity. The catheter issue was unknown; however, the entire catheter was replaced as a precaution. The patient outcome was reported as ¿fine¿ and the reported believed the patient was receiving effective therapy. The device system was used to deliver compounded baclofen.

Event description:
It was reported that the patient was scheduled for a catheter revision on (B)(6) 2013. The reason for the revision was unknown. No patient symptoms were reported, and the patient's outcome was unknown as of the date of this report. The medication used within the system was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.